Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system sought medical attention due to audible device tones. During an in office interrogation, impedance measurements were greater than 400 ohms. The physician elected to schedule a system revision, at which time the electrode was able to be pulled out of the device header in absence of loosening any setscrews. An electrode device connection issue was confirmed and a new device implanted in absence of adverse patient effects. The chronic electrode returned normal system measurements and remains implanted and in service with a new device.